Event description:
It was reported the patient was having withdrawal with the first pump. The patient stated ¿the first pump was terrible¿. The patient indicated that once the pump got about 3/4 empty, he experienced stomach cramps and withdrawals which would subside after refill. The pump was replaced in 2004 per the patient. The pump was used to deliver ¿narcotics and other stuff¿. Per the manufacturer device registry, the patient¿s pump was explanted after only two years. The exact pump issue was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11143r14, implanted: (B)(6) 2002. Product type: catheter. (B)(4).